Event description:
Boston scientific rec'd info that this lead was implanted and the pt developed a slight pneumothorax. There were no add'l pt symptoms reported. The pneumothorax was found via chest x-ray. The lead remains in service. There is no further info available. Should add'l info become available, this report would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.